Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that the surgeon encountered a torn gasket on the 511o trocar. A 1seal on the trocar was used to complete the case. There was no consequence to the pt.